Event description:
Representative called in to report that this lead had fractured. It has been reported to the physician who believes that it is due to subclavian crush. The lead has been scheduled for extraction.